Event description:
Overdelivery reported by co's affiliate. Report states: "pump has delivered 5fu in 3 hours instead of 12 hours. The pt did not expereience any side effect". No futher info was available.

Manufacturer narrative:
Testing and investigation received form co. An infusion test ran at 250 ml/h for a total of 10 ml within specifications.